Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board or the image processing circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the subject device, after turning on the subject device for one hour, the subject device was blackout and the power indicator turned off. The user replaced the subject device to another device and completed the procedure. The service department of olympus (B)(4) checked the subject device, the reported issue could not duplicated. There was no report of patient injury associated with this event.